Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on unknown date for treatment of a distal radius fracture. Patient was implanted with one (1) 2.4mm volar rim distal radius plate, and five (5) 2.4mm screws. Patient presented with irritation at the implant sight. On (B)(6) 2017, surgeon removed all implants. No additional implants were needed, fracture was healed. No fragments were generated during implant removal. Surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) distal radius plate. This is report 1 of 2 for (B)(4).